Manufacturer narrative:
The manufacturer's investigation is on-going and further information will be provided once the investigation has completed.

Event description:
The customer reported that there is no warning message displayed about isocenter or structure set after loading images on the xvi for the first two fractions .

Manufacturer narrative:
Section h6 updated coding. The investigation was completed by conducting a thorough evaluation of the product and the reported information. The customer reported that the incorrect isocenter and structure set uid warning messages are not displayed during the first and second sessions but are shown on the third session. According to the treatment event logs for the first and second session, the audit log entry shows the following: the user continued operation despite the isocenter mismatch. They received the following message: "incorrect isocenter. Online registration can give unintended results. Do you want to continue?". The user selected "yes". The user continued operation despite structure set mismatch. They received this message: "incorrect structure set uid. Online registration can give (or cause) unintended results. Do you want to continue?". The user selected "yes". After the warning messages were presented to the user and the user clicked "yes", the user then chose to use couch move assistant to adjust to the expected position for treatment. The issue was determined to be abnormal use. Mosaiq did not have any malfunction and was working as designed and intended. Based on the available information there has been no mistreatment.